Manufacturer narrative:
Additional information was received reporting that the hand written note "bpefod" on the implant card, which was reported on the initial MDR, was actually "bpeiod" which is an internal abbreviation which stands for the name of the facility, bascom palmer eye institute for the surgery department. The lens was wasted, and that is what is put on all the returned implant cards. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 15, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: no iol was received as part of this return. The complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced and the cartridge tip cracked. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue. The complaint issue of ¿lens damaged¿ could not be confirmed due to no lens being received for evaluation. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) for the right eye was "defected". There was no patient contact. No medical or surgical intervention was required. This issue was not due to use error. "Bpefod" and "waste" were noted on implant card. No further information was provided.